Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The visual inspection of the returned product noted; the obturator, dissector balloon, trocar balloon, lock collar and valve seal appeared intact. The insufflation bulb was received. The inflation syringe was received. Pmv performed functional testing; the dissector balloon was inflated; no leaks or abnormalities were observed. The trocar balloon was inflated using a test syringe, no leaks were detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure on the left inguinal hernia repair, the device's balloon physically broke and occurred with two quantities. It was reported that there was no patient injury.